Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a4: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is sweden. Block h3: the omniwire was returned for evaluation. Visual inspection found a slightly raised pressure sensor, resulting in a sharp edge. During functional testing, the device failed the signal/zero test. Block h6: the probable cause of the raised sensor could not be determined. Raised sensor can contribute to drift; however, it is unknown when or how the damage occurred. Strain, impact, and forces associated with use can affect the integrity of the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure. After measurement, drift was experienced. The wire was removed and a new omniwire was used to complete the procedure. No patient injury reported. During the product return evaluation, the pressure sensor was found to be slightly raised with a sharp edge. This product problem is being submitted due to a sharp edge observed. There is a potential for harm if the malfunction were to recur.